Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during an un-specified procedure, a perforation occurred which required treatment with a graftmaster stent. The 3.0 x 16 mm graftmaster was first placed in the ramus vessel, but did not completely seal the perforation. The 3.0 x 12 mm graftmaster stent delivery system (sds) was then advanced, but could not cross to the perforation. Dilatation was performed and a 3.5 x 12 mm graftmaster stent was placed, and the perforation was sealed successfully. The patient had a good outcome. No additional information was provided.